Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii the waste sensor tubing broke, and waste spilling outside of instrument. The following information was provided by the initial reporter: customer says that the waste sensor tubing broke and waste is spilling out of the waste tank. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5) biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.¿

Event description:
It was reported that during use with a bd facscanto¿ ii the waste sensor tubing broke and waste spilling outside of instrument. The following information was provided by the initial reporter: customer says that the waste sensor tubing broke and waste is spilling out of the waste tank 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question # 4): no 4.what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5) biohazard 5. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin: no¿.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported complaint on a broken tubing waste sensor leaking waste not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are no other complaints related to the issue of broken waste sensors causing external leakage. Date range from 01oct2019 to date 01oct2020. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a broken waste level sensor. A non-functioning waste sensor will not detect when the tank is full and can lead to a leak or spill. The tsr (technical service representative) confirmed the issue with the customer and shipped over part 334915 - waste level snsr 6-sw 24v 10.6in stem for them to replace the broken sensor. After the repair, the instrument was performing as expected with no further leaks. The part was not requested for evaluation because it is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) install date: (B)(6) 2014 defective part number: 334915 - waste level snsr 6-sw 24v 10.6in stem work order notes: subject / reported: 338962 - bd facscanto ii - broken tubing waste sensor problem description: customer says that the waste sensor tubing broke and waste is spilling out of the waste tank. Customer asks to send a new probe (6 floaters). Work performed: replaced waste sensor cause: waste sensor tubing broken solution: n/a returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no item: 6. Waste function: 6.1 contain waste potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. Current controls: level sensor. Recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 9 occ: 2 det: 1 rpn: 18 mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause was due to a broken waste level sensor. Conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto was due to a broken waste level sensor. The tsr confirmed the issue and sent a replacement to the customer. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is low as there was no impact to customer health or safety.